Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 508 mg/dl. The customer¿s incident blood glucose level was 465 mg/dl. The customer was treated with bolus. Customer did not report any symptoms related to high blood glucose. The customer stated that infusion set had bent cannula. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information has been changed to (B)(6).